Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a kidney transplant it was intended to take a tissue sample. During the attempt to remove the tissue sample the disposable aorta punch jammed and could not be triggered 100%. The product was unfortunately disposed of, a representative product with the same lot will be returned. There was no reported patient injury.